Event description:
The reporter stated that the surgeon inserted a aq2003v, three piece silicone lens. The lens haptic tore off upon insertion into the eye. The incision was enlarged to remove the lens. Surgery was completed with another lens.